Manufacturer narrative:
The information provided when this event was originally assessed indicated no delay to procedure or injury to the patient. Subsequently, a retrospective review performed (B)(6) 2010 determined that event meets reporting requirements as a device malfunction. Evaluation of the component confirmed the absence of a radius in the thru-hole diameter. Biomet specifications include the creation of a radius on the thru-hole diameter to eliminate edge. A decision was made to recall the product. This report filed (B)(6) 2010.

Event description:
It was reported that patient underwent a procedure utilizing a knot pusher on (B)(6) 2010. The knot pusher cut the suture during the procedure. There was no delay to the procedure or injury to the patient as a result.